Manufacturer narrative:
Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.  The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ IV catheter was opened from a package with a "solid line" on it, indicating that it should not have a valve, whereas the catheters with valves had "striped" packaging. However, during use, the catheter was found to have a valve in it after being used to access an infant's vein, and the worker was unable to draw or drip blood from the patient. The baby underwent a second puncture for a capillary sample as a result. The following information was provided by the initial reporter: we draw baby labs from a venipuncture site. When we transitioned to bd insyte autoguard IV catheters, we determined the new catheters would not allow us to draw samples of blood from babies because there is a valve in the catheters that prevents blood from spilling out. We determined we would use the type of catheters without the valves. The packages with the valves were striped and the packages without the valves had a solid line. I successfully accessed a newborn's vein with a catheter from a package with a solid line. It had a valve in it, I could not draw or drip blood and the baby had to undergo a second puncture for a capillary sample. All of the newly received 24 gauge insytes have a solid line and they have valves. The packaging was changed and we were not made aware. Or they packaged the wrong catheters.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ IV catheter was opened from a package with a "solid line" on it, indicating that it should not have a valve, whereas the catheters with valves had "striped" packaging. However, during use, the catheter was found to have a valve in it after being used to access an infant's vein, and the worker was unable to draw or drip blood from the patient. The baby underwent a second puncture for a capillary sample as a result. The following information was provided by the initial reporter: we draw baby labs from a venipuncture site. When we transitioned to bd insyte autoguard IV catheters, we determined the new catheters would not allow us to draw samples of blood from babies because there is a valve in the catheters that prevents blood from spilling out. We determined we would use the type of catheters without the valves. The packages with the valves were striped and the packages without the valves had a solid line. I successfully accessed a newborn's vein with a catheter from a package with a solid line. It had a valve in it, I could not draw or drip blood and the baby had to undergo a second puncture for a capillary sample. All of the newly received 24 gauge insytes have a solid line and they have valves. The packaging was changed and we were not made aware. Or they packaged the wrong catheters.